Event description:
It was reported that during treatment with an ak 96 machine, an ¿incorrect dehydration¿ occurred, further clarified as a 1500 ml excessive ultrafiltration. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was evaluated on site by a qualified technician. The no. 1 pump motor was observed to be leaking due to a leakage of the bicarbonate holder. To resolve the issue, the qualified technician cleaned the crystallization and the bicart holder was fastened. The cause could not be determined. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.